Manufacturer narrative:
Summary of eval: eval cannot be performed. There is no evidence that the device failed to meet specs.

Event description:
Removed loose patella and tibia. Replaced patella with kinemax patella. Replaced baseplate with a kinemax plus baseplate and kinematic ii modular ii insert.